Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 38mg/dl, with cognitive impairment, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated by emergency medical services with a glucagon injection, and other treatment. During troubleshooting with customer technical support, the patient was referred to their healthcare provider for diabetes management. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.